Manufacturer narrative:
The part was returned for further investigation and the reported problem could not be replicated, but component u1 on the air flow sensor board was identified to be out of specification. Based on the observations when performing the o2 flow accuracy testing, it is possible that the malfunctioning component u1 can generate a low leak alarm.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator alarmed with low leak co2 rebreathing. The customer reported there was no patient involvement.